Manufacturer narrative:
Device analysis that was performed on the returned ipg revealed that it passed visual and functional testing with no anomalies. The ipg was able to be fully charged and linked to a known working rc. However, the data log revealed that the patient only charged the ipg twice before being explanted and no additional magnet resets were registered during implant while the memory was logging to indicate any attempt to link to the ipg before being explanted. The data log also indicates that the patient was letting the ipg go into hibernation mode which would turn stimulation off. A product labeling review was performed and it determined that the patient should develop a recharge routine taking into consideration the power level required to experience effective therapy, how often and how long the patient would like to recharge according to patients personal schedule, as documented in the instructions for use (IFU). Therefore, engineers concluded that the likely cause of the reported event was a failure to follow the IFU. Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced remote control to the implantable pulse generator (ipg) communication difficulty and a loss of stimulation. Troubleshooting was done including charging the ipg and using a spare remote and clinician programmer which did not resolve the issue. X-ray imaging that was taken did not reveal any anomalies. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced remote control to the implantable pulse generator (ipg) communication difficulty and a loss of stimulation. Troubleshooting was done including charging the ipg and using a spare remote and clinician programmer which did not resolve the issue. X-ray imaging that was taken did not reveal any anomalies. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively.